Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. Last night the caller found the lumen was pin sized on the bag and they replaced the bag. The baxter technical service representative (tsr) told the caller to call the registered nurse (rn) as the home patient (hp) was connected after the bag was switched out and the machine was primed. They told the caller that if the bag is changed, all the supplies should be changed. The caller would call back if any problems or questions. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient (hp) on (B)(6) 2012. The care giver (cg) stated that after starting over with new supplies, therapy went well. The writer also explained correct procedure regarding this complaint and let the cg know that when starting over the cg should start over with all new supplies instead of just taking out one component for another. The cg understood. The cg stated that she hadn't informed the rn yet but that the hp was doing fine. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.